Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during prime. Customer's blood glucose was unknown. Customer was able to manually fill the tubing. Customer was advised to do a complete set change, perform a fill cannula, and the device alarmed again. The insulin wasn't cloudy or expired. The device had alarmed motor error during the last 30 days. The drive support cap didn't seem damaged. The device is returning for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip.